Event description:
Boston scientific received information that x-ray imaging revealed a kink/potential fracture in this right atrial lead. Boston scientific technical services discussed lead replacement. No adverse patient effects were reported. The local area sales representative was contacted for additional information, however, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.